Event description:
A complaint was received from a customer that reported when they used excel off brand reagent they would received a result of "lo" (less than 20 mg/dl) immediately followed by a result of 94 mg/dl. The difference between these readings if acted upon could result in a significant medical condition. While on the phone a review of the system was conducted. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. Electronic checks were attempted with the customer did not have check strip. This was provided. An attempt was made to re-contact the customer to continue the evaluation. However, the customer would not accept phone calls from bayer. A letter will be sent to the customer requesting that they call bayer to continue the investigation.